Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism. Report was re-submitted because the submission protocol identified an error during submission. Initial report was done 01/07/2021 final report was done 02/24/2021. This report is a corrected initial and final combination report.

Event description:
Implant fracture.